Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to low vault. The lens was exchanged for a longer length lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6: work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found the haptic broken and bent. Dimensional inspection found the lens to be within specifications. Claim (B)(4).